Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2007 in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence and dyspareunia. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03460. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of bilateral and paravaginal defect and diagnostic cystoscopy during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat sui &amp; pop and mesh and (bs) obtryx was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03460. The same patient is represented in each medwatch.